Event description:
A malfunction was reported with a code displayed as malf 0 prior to any notable events. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact technical support if the issue returned.